Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure, when the 26mm retroflex 3 introducer sheath was being removed from the patient, a possible dissection was noted at the right common/right external artery. The dissection was treated with a 10x57mm stent. The patient was doing fine after the procedure. Access vessel diameter was >8mm, the vessel was mildly calcified and mildly tortuous. There was no difficulty noted with any of the edwards devices prior to use or during prep. No difficulty was noted during insertion and removal of the dilators and sheath. None of the device will be returned to edwards as there was no device malfunction.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. However, despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the transfemoral approach or where increased resistance is encountered during insertion of devices. The minimum lumen diameter for the rf3 (24fr) sheath is 8mm. In this case, there was a borderline minimum luminal diameter for the vessel (8.0mm), mild calcification, and mild tortuosity. It is likely that patient factors such as borderline vessel size and / or vessel calcification and tortuosity not appreciated on imaging, along with procedural considerations contributed to the reported event. The device history record (DHR) review of the effected sheath shows the device met specifications prior to distribution of the device. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; no corrective or preventive actions are required.